Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device delivered and aborted therapies. Review of the stored electrograms showed noise on the rv lead. The noise was reproducible during pocket manipulation. Tech services advised there was no programming to avoid the noise anomaly. On (B)(6) 2010, the sense/pace portion of the lead was replaced. Defib remains active.